Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: 4298 lead implanted: unknown. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), and the right ventricular lead integrity alert was triggered. The analyst noted non-sustained ventricular tachycardia (vt) episodes with evidence of lead noise oversensing. The rv lead integrity warning occurred due to sensing integrity counter greater than 30 in 3 days and 2 or more high rate nons-sustained tachycardia episodes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented after hearing an alert. It was determined that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to non-sustained high rate episodes with non-physiological intervals. In addition, increased short interval counts (sic) and reproducable noise with arm movements were detected. The tachy detection was disabled and the rv lead was capped and replaced. No patient complications have been reported as a result of this event.